Manufacturer narrative:
The device has been returned. Boston scientific has concluded no investigation was required. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. This lead was explanted. No additional adverse patient effects were reported.